Event description:
It was reported that the surgeon inserted an aa4204vf silicone plate lens and the lens was removed. No pt injury. Further info was requested, but none forthcoming. If additional info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Evaluation results(other): visual inspection of the returned product showed that the lens was split in half and a haptic plate was torn off and missing. There was a clear surgical residue on the lens.